Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the report condition of device not detected on bus was confirmed during fse (field service engineer) testing and subsequently confirmed during the dchu inspection process. According to work order # (B)(4), the fse reported that hh (half height) drawers 5-1 and fh drawer six failed, pockets were not on bus. The fse replaced retractors, ran diagnosis, tested drawers and all pockets. All tested good. The report was closed. During dchu visual inspection: pn 353844-01 (a): the assy retractor dwr hh cubie was received with copper strands in contact with adjacent copper strands. Pn 353844-01 (b): the assy retractor dwr hh cubie was received with light bents on the flat flex cable. Pn 353844-01 (c): the assy retractor dwr hh cubie was received with copper strands in contact with adjacent copper strands. During dchu testing: pn 353844-01 (a): the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. Pn 353844-01 (b): was evaluated on an esd protected surface with a calibrated dmm and passed the continuity testing. The part was mounted to dchu hta equipment and passed the functional testing with no intermittent behavior observed. Pn 353844-01 (c): the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint hh drawer 1-1 failed, pockets not on bus was due to a short between adjacent copper strands of two ¿assy retractor dwr hh cubie¿ (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that the failure was caused by a short between adjacent copper strands in the retractor band, resulting in loss of drawer functionality. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. The field service engineer found that some pockets were not on the bus. The fse replaced the retractor bands, ran diagnostics, and tested all drawers and pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.